Manufacturer narrative:
Event date is approximated as it was reported to have occurred "some time in early (B)(6)2016". Return requested. Replacement computer shipped to site 08/24/2016. Medtronic investigation of returned suspect device finds that the navigation system was set-up for eval/log retrieval, and completed. There were no ram or hdd errors reported. System passed phd and all required testing. Computer found to be fully functional, no fault found. On 08/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Medtronic representative confirmed computer replaced. Axiem in cranial and ent was checked and accuracy confirmed on the head 3 with tumor model. System is functioning as designed. On 08/31/2016 a medtronic representative, following-up at the site, reported the tracer was not ideal for navigation and may have contributed to the alleged inaccuracy. The pattern avoids the nose, moves across one cheek, past the forehead to eventually trace a grid-like pattern across the top of the patient¿s head. There were red points appearing throughout the tracer pattern, indicating points were the person performing the tracer lifted the probe from the patient¿s anatomy. These points are impossible for the software to match to the generated 3d model because they exist in the air above the skin. The pattern does not include enough points over distinct anatomy (i.e. The nose and curvature of the forehead) which may contribute to an inaccuracy following registration. The reported inaccuracy was that it was ¿slightly off.¿ no additional information was provided regarding the direction and location of the inaccuracy or when the inaccuracy occurred during the procedure. Confirmed surgery was performed on (B)(6) 2016. On 09/07/2016 software investigation completed. Findings are that the user used a poor tracer technique. Software is functioning as designed.

Event description:
A site representative, neuro fellow, reported to a medtronic representative on (B)(6) 2016, that while in a cranial procedure, the surgeon alleged an inaccuracy using axiem navigation some time in early (B)(6) 2016. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome reported.